Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.